Event description:
As reported via legal documentation, this patient is verified right knee on (B)(6) 2016, which was revised on (B)(6) 2022. She was admitted back in the hospital (B)(6) 2023 (approximately 5 months after revision surgery) and CT rle with/without contrast showed small suprapatellar joint effusion, thick walled popliteal fluid collection. MRI r knee with/without contrast showed small r effusion with synovitis, complex baker's cyst. She underwent CT guided drainage per ir with cultures negative. Findings: there is substantial activity surrounding the prosthetic components of the right knee, particularly the femoral and patellar prosthetic components. Impression: substantial right knee periprosthetic activity potentially related to prosthesis loosening or recent installation/revision. Infected prosthesis is also considered. Patient was discharged home on (B)(6) 2023. She continued to have increased pain and swelling therefore she was referred to another doctor for further management. She underwent aspiration of r knee as an intervention. On admit she was afebrile. She was noted to have leukocytosis, wbc 18.7. She underwent right knee revision (B)(6) 2023 , approximately 6 months after their 1st revision. Synovial fluid purulent with surgical cultures negative with gram (+) bacilli on gs. Pre/post operative diagnosis: right knee infection, status post total knee arthroplasty.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Additional/updated information ¿ b3 23 mar 2023, d5, h6. Medical device problem code. H6. Investigation results- the cause of the patient's condition/revision and infection as related to the devices cannot be conclusively determined. The sterilization documentation for truliant tib imp cr ins std sz 2, 9mm, sn (B)(6) was reviewed, the device was properly processed before distribution. These devices are used for treatment not diagnosis. H11. Correction- f10- should be blank.